Event description:
The customer received a blood glucose reading of lo on the contour meter, re-tested on the contour next and the reading was 195mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe call ended before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.